Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to audible tones being emitted by the device. Data analysis has not been performed. A device replacement procedure was scheduled for the near future. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received detailing the device was not able to stablish telemetry. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the subcutaneous implantable cardioverter defibrillator (s-ICD) was performed. The device could not be interrogated. The device memory download showed the s-ICD declared a template lost (tl) code, excessive errors (ee) codes and watchdog timeout (wdt) resets. The device case was opened to facilitate inspection and testing of the internal components. Detailed analysis identified grainy/damaged solder joints on the radiofrequency (rf) circuit internal component due to cyclic fatigue over time. The observed telemetry difficulties and beeping tones noted in the field were determined to be due to damaged solder joints on the rf telemetry circuitry component. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review performed for the emblem s-ICD device confirmed that the event of premature discharge of battery is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD device is acceptable.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to audible tones being emitted by the device. Data analysis has not been performed. A device replacement procedure was scheduled for the near future. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received detailing the device was not able to stablish telemetry. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.